Event description:
This device was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 05/07/2018 stating that patient heard tones from device for the past several days. The following physician was dr. (B)(6) at (B)(6) in (B)(6), ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).